Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, g3, h3, h4, h6, h11. Corrected field: e1 phone # corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction found during device evaluation: cause traced to component failure. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the subject device had loose contact. The issue was found during a therapeutic intraoperative procedure which was completed with a new device. There was a 5 minute delay. There were no reports of patient harm.

Manufacturer narrative:
A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had loose contact. The issue was found during a therapeutic intraoperative procedure which was completed with a new device. There was a 5 minute delay. There were no reports of patient harm.